Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was not low. Customer's blood glucose level was 136 mg/dl but her sensor glucose reading was 47 mg/dl. The sensor and blood glucose reading was within an acceptable range. Customer's blood glucose level was 426 mg/dl. The customer was wearing the sensor since she was found unconscious for 8 hours. Sometimes the sensor cannulas were bent. Six years ago the customer was in a car accident and was hospitalized. She ran into someone. Customer's blood glucose level was 160 mg/dl at home but 10 minutes later her blood glucose level dropped to 21 mg/dl. The customer passed out on her couch. The device was not returned.